Event description:
It was reported that during a cholecystectomy procedure, the inner sleeve was too big to set in the outer sleeve. It was found that the inner sleeve was for 12mm, even though the handle was for 11mm. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.